Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low pacing impedance and noise oversensing that caused pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout the procedure.